Manufacturer narrative:
The alleged complaint could not be confirmed. Review of the complaint, phas5510 lot ha2016218, does not reveal any evidence of failure involving this implant. This implant was not returned for investigation, nor were any radiographic images or other medical documentation provided to assist with the complaint investigation. This implant was manufactured in 2024. Review of the design history record (DHR) for the subject manufacturing lot indicates that this implant was manufactured to specification. There are no trends for this implant and failure. This implant was implanted in the 56 yo female patient for approximately 1.5 months before revision due to stem subsidence was required. The mpo hip systems package insert (150803-9) lists dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity as a potential adverse effect for total hip arthroplasty implants. This package insert also states the patient must be advised of the limitations of the reconstruction and the need for protection of the prosthesis from full weight bearing until adequate fixation and healing have occurred. The patient should be cautioned to limit activities and protect the replaced joint from unreasonable stresses and possible loosening, fracture and/or wear, and follow the instructions of the physician with respect to follow-up care and treatment. Loosening of the components can result in increased production of wear particles, as well as damage to the bone, making successful revision surgery more difficult. It cannot be concluded what the level of contribution, if any, that the product had to the complaint. No further evaluations can be made without return of the product or receipt of other clinical information. Upon receipt of additional information, this investigation will be reopened and updated.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent l thr on (B)(6) 2025. Revised on (B)(6) 2025 due to stem subsidence. Surgeon advised that the stem sunk in up to 1cm. Femoral head revised from short to x-long neck. Australia: (B)(6). Mpo products related: product ID: pha06256 acetabular cup "procotyl® l" lot no. 1974287 / qty: 1. Product ID: pha04606 rim-lock "a-class®" acetabular lot. No. 1985362 / qty: 1.